Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after patient woke up from revision surgery wherein one of the patients leads was explanted and new lead was unable to be implanted [related manufacturer reference number:3006705815-2023-08005] patient was unable to see. As a result, patient was seeing eye doctor and patients vision has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.